Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-03873 and 2134265-2018-04009. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that motor drive unit 5 plus (mdu5+) failed, no imaged or pullback. However, the mobile cart was used which worked appropriately. No patient complications were reported.